Manufacturer narrative:
The customer has added a check that all patient ids must be 8 digits in length and that if the patient demographics are not known to poccelerator when processing the test results, poccelerator will not forward to the lis. These actions were added to minimize the potential of this occurring again. The cause of this event was due to operator error. No device problem found.

Event description:
The customer has reported multiple occurrences of a device operator scanning their operator ID badge for the patient ID at time of testing, which has resulted in the test results posting to the incorrect patient's chart. The customer stated that the error was easily identifiable. There is no report of injury due to this event.